Manufacturer narrative:
Additional information: it was reported that the brand that was used was the twenty gauge straight tip. Section d1 brand name: solo. Section d2a. Common device name: cannula, ophthalmic. Section d2b. Device product code: hmx. Section d4 model number: opoia20str. Section d4 catalog number: opoia20str. Section d4 UDI number: (B)(4). A partial UDI number is submitted. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the customer that a surgeon experienced a couple of posterior capsule breaks during a procedure and inquired whether there had been any changes to the manufacturing tip polishing process. Attempts were made to gather patient information however; no additional information will be provided by the customer. This is one of two reports.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d4 lot #: unknown/not provided. Section d4 model # unknown/not provided. Section d4 catalog # unknown/not provided. Section d4 expiration date: unknown, as the lot number of the device was not provided. Section d4 UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4. Device manufacture date: unknown, as the lot number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.